Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose readings with recurrent low values around 70¿73 mg/dl after an overnight high, sought guidance on oral glucose use, and intermittently self-treated with glucose tablets while monitoring per instructions. Symptoms included visual changes consistent with hypoglycemia. Outcomes included transient functional impairment without hospitalization or injury. Investigation included review of available usage information and troubleshooting with education on hypoglycemia treatment and recheck intervals. Investigation of this case revealed no device malfunction or component failure and no confirmed ilet operational issue, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.